Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device did not function as expected) and produce code (B) (4).

Event description:
Device broke or disassembled during use. The screw was being inserted and tightened. When the surgeon was tightening the screw, the head of the screw came off. This happened before the screw was all the way tightened down to the bone. This was in the mandible during a fixation procedure.